Event description:
It was reported that pump battery appeared to drain rapidly, requiring charging every other day to prevent battery from shutting off. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, and technical support was therefore unable to confirm battery depletion concern or provide additional troubleshooting, with no further actions documented.